Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited non detection and impedance issue. Additional information received that the lead was completely broken in two pieces as confirmed when pocket was opened. The lv lead was partially abandoned and is now out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.